Event description:
It was reported that there was noise on the right ventricular lead. Due to the noise on the lead, the defibrillator began charging to deliver a therapy, but this was aborted on redetection. It was then discovered that the lead was inadequately inserted into the device. The lead was revised and reattached and noise was still present. A problem with the device connection was questioned. The lead and device were subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - we did receive performance data collected from the device and have analyzed the data and no anomalies were found.